Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent a procedure and placed device into surgery mode, but patient was unable to connect after surgery and disable surgery mode. Recovery efforts were unsuccessful. Surgical intervention may take place at a future date to address the issue.